Event description:
It was reported that when the smiths medical cassette was attached to a smiths medical pump, the pump alarmed "no disposable." Primed with syringe, and add- on pieces were spinning spiros or on-guard. There was a needless connector on the end of the IV live. No recent change to process or new technicians. No further information available.